Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No moisture damage noted inside reservoir compartment, electronic/motor assembly. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 425 mg/dl at the time of the incident. The customer experienced hyperglycemia, and it was treated with an insulin drip. Customer noted they were not getting insulin delivered and noticed it in the reservoir after changing their set. During troubleshooting, customer was able to clean out the reservoir and notice the o ring was missing. Customer was informed the insulin pump may not respond to an occlusion properly, and may not get notified properly for a no delivery alarm. Customer was advised a replacement insulin pump would be sent out. The insulin pump will not be returned for analysis.